Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and on the archive data review. The root cause for ua7 was due to a defective load cell module 2. The cracked front enclosure and defective load cell were likely attributed to mishandling such as a drop. Upon visual inspection, cracked front enclosure was observed likely due to user mishandling such as a drop. The observed physical damage is not related to the reported complaint. The damage front enclosure was replaced to address this issue. The initial functional testing of the autopulse platform could not be performed due to ua 07 error message displayed upon powering on. The load cell characterization test revealed that the load cell 2 is defective. Load cell 2 was replaced to address the ua07 error. The archive data review showed occurrence of multiple ua07 error message on the reported event date, thus confirming the reported complaint. After service repair completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The load cell characterization test passed. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported the autopulse platform (serial #(B)(4) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message upon powering on. No patient involvement.